Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00776. It was reported that when the patient presented at a follow-up in-clinic lead dislodgement was observed on both the right ventricular and left ventricular leads. The leads were explanted and replaced. The patient was stable after the procedure.